Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy when the pod was activated, but the cannula deployed overnight when the patient's parent checked the next day; this indicates a needle mechanism failure. The pink slide did not move forward. When the cannula deployed it was found to be kinked. The patient's blood glucose was greater than 250 mg/dl. The pod was worn less than an hour.